Event description:
The customer reported that the display was blank.

Manufacturer narrative:
The customer reported that the display was blank. The device was evaluated at the philips repair bench. The control and keyscan pcas were replaced to resolve the issue.